Manufacturer narrative:
The (B)(4) account used to submit our emdrs was disabled on wednesday ((B)(6) 2018) after some issues getting our updated certificate to connect. The process of opening a new esg account began on thursday ((B)(6) 2018). The account got migrated to production on wednesday (B)(6) 2018 after approval of the guidance compliant test.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced "pain and discomfort" and requested the linx device to be explanted. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on (B)(6) 2017. The patient complained of "progressively worsening left breast pain and left axilla pain with occasional radiation in the left neck". The physician noted that he has "done a very thorough workup and found conclusively that the linx is not causing any of these issues". Device explant due to pain, discomfort, and patient request occurred on (B)(6) 2018. Device was found in the correct position/geometry. Adhesions were noted from the gall bladder to the transverse colon and "from the posterior surface of the liver to the anterior surface of the stomach and the fat pad where the previous linx had been placed."